Event description:
The patient's mother reported that at 4 am the pump emitted an occlusion alarm and the patient's blood glucose level was almost 500 mg/dl and the patient was vomiting and had large ketones. Within two hours the patient received another occlusion alarm while sleeping. The patient's blood glucose level decreased to 430 mg/dl. The patient's mother removed the patient from pump therapy and treated her with insulin from a syringe. The patient's blood glucose level when calling animas was 275 mg/dl but she still had large ketones and felt nauseated. The patient was at an endocrinologist appointment at the time of the call. Before bed last night the patient's blood glucose was 117 mg/dl before dinner at 7:30-8 pm. The patient went to bed shortly after that. The patient's mother tried to reprime the pump at the time of the call. The motor sounded like it was "dragging" and all of a sudden the piston went forward quickly and pushed all the insulin out from the cartridge. The reporter said she could manually prime the tubing without the pump with no difficulty. At the time of the call the infusion set that was inserted after the 4 am was removed. The infusion set looked fine and there was no sign of and was not bent. There was no scar tissue at the infusion site. The patient was using novolog insulin that was not exposed to extreme temperatures and was not expired. The cartridge is cycled and lubricated every three days. It is unknown whether there was any blockage in the tubing. This complaint is being reported as the pump reportedly emitted occlusion alarms and the patient experienced elevated blood glucose levels with large ketones and vomiting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: pump was force into an occlusion during investigation , the pump alarmed with audible alert and screen message indicating a occlusion occurred. The black box download verified an occlusion occurred on (B)(6) 2011 at 3:22 am due to elevated force. The occlusion was confirmed at 4:41am and deliveries were resumed at 5:01 am. The black box also confirmed the pump alarmed occlusion on (B)(6) 2011 at 8:28am during a bolus delivery, occlusion was confirmed at 8:31 am and deliveries were resumed at 10:25 am. The pump was tested for flow accuracy and the pump was found to be delivering within specifications. The pump was exercised for 24 hours without occlusions occurring. The force sensor was tested and found to be out of calibration.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump reportedly emitted occlusion alarms. The owner's booklet states, "to avoid the risk of diabetic ketoacidosis (dka) or very high bg, you must be prepared to give yourself an injection of insulin if delivery is interrupted for any reason."